Event description:
While placing screws, rods and locking caps the surgeon utilized the countertorque technique intermittently. The locking caps were tightened using the 10nm torque limiting device. Surgeon noticed that the rod was slipping through the screw heads after tightening. The locking caps were removed and replaced with the 2 step locking cap. This is the 3rd of 7 reports submitted on this event.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. MFR date reported as november 2011.